Manufacturer narrative:
This is part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of evaluating patient medical records and treatment data info regarding the reported expiration after an unresponsive episode following the pt's peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation. Please reference MDR #s: 1713747-2013-99959, 8030665-2013-00659, 2937457-2013-00276.

Event description:
During a follow up phone call from a separately reported issue, it was reported by the peritoneal dialysis nurse the pt had expired during peritoneal dialysis treatment on (B)(6) 2013. The pt was reported to have been ill, bed-ridden and in failing health "for a long time". The death was not unexpected. There is no allegation against the product.